Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 472 mg/dl. Customer also stated that the insulin pump had beep anomaly and beep appears to be every 15 minutes. Insulin pump neither beeping nor vibrating currently. Customer assisted in performing a self test and insulin pump beeped during the tone test. The device will not be returned for analysis.